Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. Analysis is pending.

Event description:
Reportedly, three months after the implantation, the patient went to the hospital because of low heart rate (40 bpm). Pacing failure and high lead impedance were observed; the pacemaker was reprogrammed in unipolar with a higher output, but still loss of capture observed some days later. Finally the pacemaker was explanted and returned for analysis; during the re-intervention, no anomaly was found at the connection level and damage for the lead could not be confirmed from x-ray picture. A new lead and a new pacemaker were implanted successfully.